Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ syringe experienced foreign substance in the syringe. The following information was provided by the initial reporter, translated from korean to english: foreign substances in the syringe.

Event description:
No additional information.

Manufacturer narrative:
Three photos and two used samples with opened packaging were received by our quality team for evaluation. From the returned photos and samples, white particles were observed inside the syringe barrel with the drug solution. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There is currently a daily quality assurance routine silicone content determination test in place to check for silicone content to ensure it being within specification. There is also a 3-hourly outgoing inspection and 2-hourly in-process inspection in place to check for excessive silicone. Based on the samples returned, white particles were observed inside the syringe barrel with the drug solution. As the syringes are used, the team is unable to identify the defect and the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.